Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B4 date of this report - correction. B5 describe event or problem - correction. D4 catalog no - correction. H10 corrected data - correction.

Event description:
Subsequent to the initial MDR, a correction is required.